Manufacturer narrative:
Evaluation summary post market vigilance led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic pancreatoduodenectomy, when cutting the stomach, the device could not fired. The nurse gave the installed staple granary to the operator. The surgeon adjusted the rotation angle and placed the device into the stomach and close the jaw, after pressing the green button the device handle can not be squeezed. They replaced the device with a new reload to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic pancreatoduodenectomy, when cutting the stomach, the device could not fired. The nurse gave the installed staple granary to the operator. The surgeon adjusted the rotation angle and placed the device into the stomach and close the jaw, after pressing the green button the device handle can not be squeezed. There was no patient injury.